Event description:
It was reported that the patient presented for a follow up in clinic with an implantable cardioverter defibrillator (ICD) that mislabeled a non-sustained ventricular tachycardia (vt) as supraventricular tachycardia (svt). The device did not provide therapy due to the incorrect interpretation of signal. Programming changes were made. There were no patient consequences.